Manufacturer narrative:
PMA/510(k)#: reamendment. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for two labels found on one tube and one tube missing a label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a bd vacutainer® acd solution a blood collection tube experienced a case of label lift off/partial peel off and no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no. 364606, batch no. 9036660. During r&d testing, we observed a bd vacutainer® tube with no label alongside a tube with two labels. The product information is: catalog #: 364606, batch #: 9036660, test date: 4 sept 2019, awareness date: 4 sept 2019.